Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not installing the implant deep enough.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported to a new surgeon with complaints of pain around the surgical site. The surgeon determined that the cranial positioned implant was too proud of the ilium causing pain around the surrounding tissues. In (B)(6) 2020, the surgeon removed the cranial positioned implant using chisels. No other preexisting implants were adjusted or removed. The patients pain symptoms resolved following the revision procedure.